Event description:
It was reported that the device was removed from the package and during prep, no stent was observed. The device was inflated on the backtable and no stent was observed. The cath lab staff checked the hoop and the surrounding area; however, no stent was found. It is believed that no stent was ever on the device. The device was not used on the patient. Another device was used with no issue. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with preparation and the sds at least partially advanced over a guide wire. The stent implant was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. As there were crimp marks noted on the balloon, it is likely that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling during removal of the protective sheath however this could not be confirmed. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no nonconformances related to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.